Manufacturer narrative:
Specific patient information with regards to ethnicity, race and weight was not provided. No lot number was provided therefore manufacture date cannot be determined. The product was not returned and no lot number or part number was provided; therefore, no evaluation can be conducted.

Event description:
A complainant alleged the post broke and tooth was pulled out. No additional information provided.